Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was high. The customer declined tandem technical support's offer to troubleshoot and did not provide further information regarding the event.